Event description:
The customer reported a fluid leak of approximately 5ml around the white blood cell (wbc) bath on a coulter lh 750 hematology analyzer. The leak was contained within the analyzer. The customer also reported that the background failed on wbc and platelets (plt). The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/04/2015 and found the wbc bath had pulled away from the aperture housing, causing the diluent leak observed by the customer. The fse secured the wbc bath back onto the aperture housing module. It is unknown how the bath became separated from the housing. The instrument was verified and validated and backgrounds and controls were within specification. (B)(4).